Manufacturer narrative:
The device was returned to Olympus for inspection.A root cause could not be identified. Based on the results of the investigation, it is likely the detached adhesive of the objective lens and not enough adhesive on the screw hole of the distal end cover occurred due to a component failure. However, no presumable cause could be determined for the foreign material in the air water cylinder.Should additional relevant information become available, a supplemental report will be submitted.Olympus will continue to monitor field performance for this device.This MDR was submitted during the system outage from July 22, 2026 to July 27, 2026 which may result in a delay of receipt of all of the acknowledgements.

Event description:
The customer returned the Ultrasound Gastrovideoscope to the service center for evaluation related to separate issue. During testing, the service technician identified the device had foreign material in the air water cylinder, detached adhesive of the objective lens and insufficient adhesive on the screw hole of the distal end cover. There was no patient involvement.